Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a cs 069 call service alarm was emitted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a call service 69 alarm was reproduced during the investigation. The failure is defined as a language file corruption while retrieving the language text. The failure was written as a call service 87 failure in the pump's black box. The error is resident to a flash chip in the pump. The battery compartment was found to be cracked.